Manufacturer narrative:
The reported issue is currently under investigation. Based on information to date, a replacement battery and battery charger are on order. Once the replacement parts are received and installed it is believed that the stated issue will be resolved. If added information indicates otherwise a report will be filed as required.

Event description:
It was reported that the breaker is tripping when the 9600+ system c-arm is plugged in. There was no report of patient injury.